Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was capped. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.